Event description:
It was reported that during a coronary intervention, during the first inflation of both the 2.0x15mm and 2.5x15mm tenku rx balloons in the heavily calcified lesion, both balloons ruptured at 5 atmospheres (atm) when inflated for a first time. There was no adverse patient effect or a clinically significant delay in the procedure reported. There was no additional information provided.

Manufacturer narrative:
(B)(4). The tenku dilation catheter device is an abbott vascular manufactured device which is distributed in (B)(6) by (B)(4). Though this device is not commercially available for sale in the us, it is similar to a device currently marketed for sale in the us. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency the other tenku device referenced is being filed under a separate medwatch MFR number.